Event description:
It was reported that the lead was replaced due to oversensing and inappropriate therapy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This supplemental report is based solely on the receipt of a 3500a report. It was reported that the lead was replaced due to oversensing and inappropriate therapy. No further patient complications have been reported as a result of this event. No conclusion can be drawn oversensing shock, inappropriate.